Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board and oxygen blending module board were replaced to address the issues.